Event description:
It was reported that shaft break occurred requiring intervention. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad). A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during insertion of the device the shaft fractured in the guide catheter. The device was removed using a catcher device. The procedure was successfully completed with another of the same device. It was noted that the procedure time was prolonged, and the surgical risk of the patient was increased, however, there were no patient complications reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).